Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had spots in the center of the image. The issue was found during the inspection for use. There were no reports of patient involvement.